Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts instructed the caller on troubleshooting steps, which were unsuccessful, and subsequently arranged for a replacement pump with updated software to be sent. The customer was informed about using mdi as a backup therapy, and instructions for returning the problematic pump were provided and acknowledged by the caller.